Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported a pt that was unable to tolerate smeared vision with haze following intraocular lens (iol) implant surgery. The pt reported an aberration in her vision with a normal examination. The multifocal lens was exchanged for a monofocal lens three weeks following the initial surgery. Add'l info was received from the surgeon, who indicated the event resolved with the iol exchange.